Event description:
Healthcare professional additionally reported mammogram and ultrasound confirmed rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken device on posterior assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side rupture. Later, healthcare professional reported explant of textured implant due to the patients concern with the product. Additionally, healthcare professional confirmed rupture. Later, healthcare professional reported "lump/thickening", "area of palpable fullness this appears to be associated with a ridge of the implant capsule", and "focal bulge in the upper inner breast" device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Later, healthcare professional reported explant of textured implant due to the patients concern with the product. Device remains implanted.